Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultra meter is giving inaccurate erratic readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The inaccurate erratic issue began the day before at 6pm when the patient obtained a blood glucose reading of "7.6 mmol/l," on the subject meter and a new test strip batch that did not correlated with the way she was feeling. Within 10 minutes of the obtaining the "7.6 mmol/l," the patient developed symptoms described as "eyesight blurred and could see stars as if passing out." The patient switched to the old test strips with code 17 and obtained a blood glucose reading of "3.2 mmol/l" on the subject meter, which the pt felt correlated with the way she was feeling at the time of concern. The patient promptly administered self-treatment after with oral glucose and reportedly ate more food/drink around 6pm. The patient did not test on any other device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing techniques was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, the meter was coded correctly, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because, the patient claimed that she developed symptoms that were suggestive of hypoglycemia 10 minutes after obtaining a blood glucose reading f "7.6 mmol/l" on the subject meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.